Event description:
Caller reports that the device read 20mg/dl and an additional device was used which read in the 300's mg/dl. The caller reports that a lab was drawn at the same time with a result of >300mg/dl. No treatment was given based on the result of 20mg/dl. No adverse event reported. Quality controls were used and reportedly fell in acceptable range. Requested return of suspect device and replacement was sent.